Event description:
The customer reported that a collimator blade is obstruction the image and would not move. This issue will cause the system to be unusable due to the inability to see the live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.